Event description:
It was reported that the bipolar right hip was converted to a total hip due to dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding dislocation involving a uhr bipolar 28x50mm was reported. The event was not confirmed. Visual inspection of the returned device indicated nothing remarkable about the uhr head. Medical evaluation not performed as no medical records were provided. Device history review. Indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review. Indicated that there have not been any other events for the specified lot. The reported event involves the revision of a bipolar right hip to a total hip due to dislocation. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that the bipolar right hip was converted to a total hip due to dislocation.